Event description:
A customer in (B)(6) notified biomérieux of a misidentification associated with the vitek® ms instrument involving a patient urinary sample. The customer reported that on (B)(6) 2016, the vitek® ms instrument identified the organism as morganella morganii. Subsequent to the initial testing, the vitek® ms instrument was fine tuned. The sample was retested on (B)(6) 2016 and the vitek® ms indentified the organism as citrobacter koseri. The strain was tested two (2) more times on (B)(6) 2016 and the results were citrobacter koseri. The customer reported the patient results were not affected, the incorrect result was not communicated to the physician and the patient was not treated incorrectly; however, the customer indicated there was a 24 hour delay in reporting results. The customer submitted mxml files; however, the strain was no longer available. A biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in france notified biomérieux of a misidentification of citrobacter koseri as morganella morganii for an urine sample in association with the vitek® ms (B)(4). An investigation was performed. Ecal mzml files were analyzed with fine tuning analyzer v2. The most suspected cause of the customer's misidentification was a non-optimal fine tuning. The last fine tuning was completed six days before the misidentification. It is normal to expect a decrease of the system performance over time. The number of peaks detected decreased due to the linear detector being less sensitive due to system use. However, it is unusual to have a system that requires a new fine tuning after 6 days of use. Possible explanations include: if the customer has a high sample throughput, the fine tuning lifetime will be shorter for reasons explained above. Based on the historical data of this system, proactive fine tuning is performed to avoid performance issues, and it appears that the system requires fine tuning about every three (3) weeks. Spot preparation variability could affect the fine tuning over the lifetime as it will generate more spectra than expected (more bad spectra), and degrade the sensitivity of the linear detector earlier, for reasons explained above. Based on the data provided, there is a high variability of "all peaks" between 2016/week 52 and 2017/week 7. After this issue occurrence in october 2016, a vilink tool was released in (B)(6) 2016 which monitors the vitek® ms fine tuning system. The vilink tool is currently activated for this instrument.